Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube the stopper pops off of the tube during transport. The following information was provided by the initial reporter. The customer stated: the "gel tube opens too easily during transportation. On (B)(6) 2022, the distributor forwards further information for this complaint: "it was noticed that the tubes don't close properly. The cap vacuum doesn't seal the tube, so it opens at anytime, and causes the leak of biologic material."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, one hundred and ninety-five (195) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper function defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops off of the tube during transport. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel tube opens too easily during transportation. On 01.april.2022, the distributor forwards further information for this complaint: "it was noticed that the tubes don't close properly. The cap vacuum doesn't seal the tube, so it opens at anytime, and causes the leak of biologic material."

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops off of the tube during transport and there was sample leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel tube opens too easily during transportation. On 01 april 2022, the distributor forwards further information for this complaint: "it was noticed that the tubes don't close properly. The cap vacuum doesn't seal the tube, so it opens at anytime, and causes the leak of biologic material." 04/13/2022: add info received. 1. What is the tube lot and catalogue? (Code 53640 provided is incorrect, one digit is missing) lot 1298145 2. How many tubes (quantity) did each of these defects show? Notified 03, regarding closing difficulty. 3. Are the tubes not closing properly causing them to open? In the notifications reports, yes. 4. If yes, when are the stoppers popping off? Some episodes of open tubes in the delivery of material collected to the distribution sector of the laboratory. 5. Is the customer using a holder? If so, is it from bd? When available, the previous brand holder is used. 6. Which sample acquisition device is used? Is it from bd? All collection inputs are from bd. 7. Are you using a syringe to fill the tubes? If so, are they pushing the plunger, forcing blood into the tubes? In some collections, it is necessary to collection with a syringe. When this occurs, the tubes are opened for filling with the collected blood; 8. Are the stoppers popping off in the centrifuge? If yes, what is the spin speed and time? They do not pop off in the centrifuge. 9. Is the centrifuge cup compatible with the size of the tubes or are they suspended by the caps? Compatible. 19. Do you have photos, images or videos available where we can observe deviations? No. 20. Are samples from the same batch, but not yet used, available for collection and analysis? Yes, 05 random samples were taken by the distributor¿s representative on 04/07/2022. Comments from the distributor: another question was that the sst tube had a loose stopper. I explained that if the stopper was opened, when closing the stopper it would have to be fitted and rotated to correctly close the stopper. Procedure shown to the customer. I noticed that the customers knew how to handle the bd devices and that the doubts were specific (eg use of the holder, closing the sst tube). Description of the event received in the notivisa form: the lid vacuum does not seal properly, opening at any time, resulting in the leakage of biological material and increased risk of contamination of the handler.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Event or problem: it was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops off of the tube during transport and there was sample leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel tube opens too easily during transportation. On 01.april.2022, the distributor forwards further information for this complaint: "it was noticed that the tubes don't close properly. The cap vacuum doesn't seal the tube, so it opens at anytime, and causes the leak of biologic material." 04/13/2022: add info received. 1. What is the tube lot and catalogue? (Code 53640 provided is incorrect, one digit is missing) lot 1298145. 2. How many tubes (quantity) did each of these defects show? Notified 03, regarding closing difficulty. 3. Are the tubes not closing properly causing them to open? In the notifications reports, yes. 4. If yes, when are the stoppers popping off? Some episodes of open tubes in the delivery of material collected to the distribution sector of the laboratory. 5. Is the customer using a holder? If so, is it from bd? When available, the previous brand holder is used. 6. Which sample acquisition device is used? Is it from bd? All collection inputs are from bd. 7. Are you using a syringe to fill the tubes? If so, are they pushing the plunger, forcing blood into the tubes? In some collections, it is necessary to collection with a syringe. When this occurs, the tubes are opened for filling with the collected blood; 8. Are the stoppers popping off in the centrifuge? If yes, what is the spin speed and time? They do not pop off in the centrifuge. 9. Is the centrifuge cup compatible with the size of the tubes or are they suspended by the caps? Compatible. 19. Do you have photos, images or videos available where we can observe deviations? No. 20. Are samples from the same batch, but not yet used, available for collection and analysis? Yes, 05 random samples were taken by the distributor¿s representative on 04/07/2022. Comments from the distributor: another question was that the sst tube had a loose stopper. I explained that if the stopper was opened, when closing the stopper it would have to be fitted and rotated to correctly close the stopper. Procedure shown to the customer. I noticed that the customers knew how to handle the bd devices and that the doubts were specific (eg use of the holder, closing the sst tube). Description of the event received in the notivisa form: the lid vacuum does not seal properly, opening at any time, resulting in the leakage of biological material and increased risk of contamination of the handler.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops off of the tube during transport. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel tube opens too easily during transportation. On 01.april.2022, the distributor forwards further information for this complaint: "it was noticed that the tubes don't close properly. The cap vacuum doesn't seal the tube, so it opens at anytime, and causes the leak of biologic material." MDR ownership legal site name: becton dickinson ind. Cirurgicas ltda d.1. Medical device brand name: bd tube sst plh 13x100 5.0 plbl gold br. D.2. Medical device catalog#: 360060. D.2. Medical device lot#: 1298145. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device expiration date: 2022-10-31. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson ind. Cirurgicas ltda. H.4. Device manufacture date: 2021-12-09.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br the stopper pops off of the tube during transport. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the "gel tube opens too easily during transportation. On (B)(6) 2022, the distributor forwards further information for this complaint: "it was noticed that the tubes don't close properly. The cap vacuum doesn't seal the tube, so it opens at anytime, and causes the leak of biologic material."